Event description:
The pt received her ipg on (B)(6) 2009. It was reported the pt is experiencing difficulty communicating with her ipg using the programmer. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. (B)(4).